Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the "vad coordinator that the patient was seen in the clinic and reported difficulty connecting any power source to power source port 1." "On assessment, broken pin was noted at 12 o'clock position." It was stated that there were "no alarms noted for this issue." An elective "controller exchange was performed successfully." "Patient was stable and with no complaints." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to a damaged pin on power source port 1. The broken pin prevents any power source from making a proper connection and thus functional testing could not be completed as power sources could not be connected. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event may be attributed to misaligning the connector and applying force in the attempt to connect. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.